Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a helium gas loss alarm. There was no patient harm reported.

Manufacturer narrative:
Customer reported gas leak in iab circuit warnings. No patient harm noted. During pm testing the getinge field service engineer (fse) could not duplicate gas leak issue and all leak tests passed without issue. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Event description:
N/a